Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a possible suture abscess near the midline incision. The physician believed that the infection was not procedure related. The patient was placed on doxycycline. The patients incision site has been cleared and was free of infection. The patient was reportedly doing well.